Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. The customer¿s blood glucose was 300 mg/dl. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.